Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the mobile programmer application, the impedence measured greater than 3000 in both the (a) atrial and (v) ventricular channels; when the pacing cables were switched the issue remained. Another programmer and analyzer was used and the impedance was 1000 ohms on the right ventricle lead. The mobile programmer application was unplugged; when the application was restarted the analyzer measured impedance at 1000 ohms. The application remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: it was determined at analysis that the impedance value did not refresh after the impedance button was clicked. If information is provided in the future, a supplemental report will be issued.